Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) and lead system exhibited varying impedance measurements, noise, oversensing and loss of capture. The physician elected to remove the rate sense portion of the lead from service. During the revision, fluid was noted in the device header. The physician elected to replace the device as well.